Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluatin; therefore, a failure analysis is not available, and co is not able to determine if the device met specification. Co is unable to determine the relationship between this device and the cause for this event at this time. Co's directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A pt (age gender unk) underwent an egd procedure for treatment at the duodenal bulb. The resolution clip device would not advance out of the sheath. The clinician used a second resolution clip device; however, the same issue occurred with that device. Please note associated medwatch report 6000048-2006-00274. The procedure was successfully completed with a competitor's device. The pt did not sustain any complications or ill effects as a result of the deployment and or sheath issue.